Event description:
There was no pt involved in this event. This device malfunctioned because the pad-pak was depleted before its expiry date. A device in this fault mode, if left undetected could results in the failure of the device to perform as intended if required.